Event description:
Caller reported the patient informed the pump educator that she was admitted to the hospital on (B)(6) 2014 due to ketoacidosis. Caller stated the patient's blood glucose level was at 500 mg/dl and she was vomiting. Caller reported the pump displayed e4 (occlusion) error message. Caller stated the patient changed the infusion set and was resolved temporarily. Caller reported the e4 occurred again. Caller alleges ketoacidosis was due to occlusion of the pump. Caller stated the patient is okay at home. Product was replaced and requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).